Event description:
A peritoneal dialysis patient, using extraneal (a labeled interferent for the test strips), reported obtaining a blood glucose result of 6.5 mmol/l while using the suspect device. Patient estimated that actual blood glucose value was approx 2.5 mmol/l. Patient noted experiencing 3 hypoglycemic events while using the suspect device. No details of treatment received were provided. Patient noted that a clinician later warned of the interference between the glucose-dehydrogenase method for blood glucose testing and extraneal peritoneal dialysis solution. No product was returned to the manufacturer for evaluation.

Manufacturer narrative:
Some information for this report had not been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of specification. The product is provided sterile and has been shown to inhibit bacterial growth. It is not likely that the reported infection was caused by the device, but was from some other factor. Infection is a post operative complication that can be caused by a variety of factors such as type of laceration, the wound cleansing procedure, or the pt's condition before device application. Under precautions in the IFU it states that the safety and effectiveness of the product on wounds caused by human and animal bites has not been studied.